Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned for evaluation and customer allegation could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation and reasonably known information suggests probable causes such as degradation, inappropriate material, mechanical problems like: leakage/seal, stress, deformation, wear and tear. Clinical imaging problem like radiofrequency induced overheating, thermal problems like overheating, environmental problems like temperature, dust or dirt, humidity. These causes can occur between components such as circuit board; connector/coupler, electrical cable; electrical and magnetic, mechanical/structural cable, imager, lenses; optical fiber; handpiece, tip; mesh and marker without any design or manufacturing issue. That could lead to image defects. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image from the videoscope disappeared when making an angle. The issue occurred during preparation for use. There were no reports of patient harm.